Manufacturer narrative:
The instrument accessory was returned and evaluated. Failure analysis investigations confirmed the customer reported complaint electrical energy had arced through the mcs tip cover instrument accessory. The tip cover was found to have a hole located 0.698 from the distal end. The damaged area measured approximately 0.094 x 0.060. Failure analysis concluded that the damage may have been due to arcing. There was no material missing. As a result of the arcing, a bump of material formed around the damage area. Based on the information provided, this complaint is being reported due to the following conclusion: the site claimed that electrical energy arced from the mcs tip cover instrument accessory. The instrument was evaluated and found to have a hole that may be indicative of an arcing event. However, there is no indication that a serious patient injury occurred as a result of the arcing event.

Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure, electrical energy arced through the monopolar curved scissors (mcs) tip cover instrument accessory installed on a mcs instrument. The mcs tip cover instrument accessory was replaced and the planned surgical procedure was completed. There were no reports of fragments falling into the patient. On (B)(4) 2015, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator (the initial reporter). According to the robotics coordinator, there were no reports of instrument collisions during the surgical procedure. The mcs instrument and mcs tip cover instrument accessory were inspected prior to the start of the surgical procedure and no issues were identified. The surgical staff used an electrosurgical unit (esu) with 30 (cut) and 30 (coag) settings. About 30 minutes into the surgical procedure, the surgical staff reported that a plume of smoke by the side of the mcs tip cover instrument accessory was observed. On (B)(6) 2015, the robotics coordinator initially indicated that the patient's peritoneum was burned as a result of the event. However, during the follow-up contact with the robotics coordinator on (B)(6) 2015, the robotics coordinator stated that the patient's peritoneum was not actually burned and no patient injury had occurred. After the event occurred, the surgical staff removed and inspected the mcs instrument. The surgical staff noticed a hole on the side of the mcs tip cover instrument accessory and replaced it with another tip cover. The surgical procedure was completed using the same mcs instrument with no further issues. According to the robotics coordinator, the surgical procedure was not recorded and no post-operative complications were reported. She inspected the mcs instrument after the surgical procedure was completed and did not find any evidence of charring or damage on the instrument.